Manufacturer narrative:
(B)(4). This report involves a patient who experienced abnormal white colored effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abnormal white colored peritoneal effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.